Manufacturer narrative:
D9 - date returned to mfg on 4/4/2024. A sample picture showing the involved products in a plastic packaging. Received seven used 01c-smv3v2 for inspection. No defects or anomalies noted. Each used 01c-smv3v2 was leak tested according to product specifications. There was no leakage. When the white 1o2 side port access buttons were depressed the valve opened as designed. When the 1o2 side port buttons were not depressed there was no air or fluid leakage past the valves. When the side ports were capped there was no leakage with or without the side port buttons depressed. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation summary: received seven (7) used 01c-smv3v2 for inspection. No defects or anomalies noted. Each used 01c-smv3v2 was leak tested according to product specifications. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. Three (3) of the returned samples had leakage from the white buttons. To further test, the samples that did not leak were tested again for 24 hours with lipids as the infusate. There was leakage on the remaining four (4) samples. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 2 gang 1o2® manifold with check valve, rotating luer,appx 0.83ml where the customer reported a leak during infusion of an unspecified medication. The device was in use for 24-48 hours. The device was changed out or replaced with no further problems encountered. There was patient involvement but no serious injury or death, no blood loss, no unprotected chemo exposure, no medical or surgical intervention required, and with adverse operator consequences. This is the eighth of fourteen events.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact information: (B)(6).